Event description:
It was reported that the customer received a button error and a battery out limit alert on their insulin pump. The customers blood glucose level was at 169 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with currents in specifications. No unexpected battery out limit. No button error alarm. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump has minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.